Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the patient received inappropriate shocks for ventricular fibrillation therapy assurance (vfta). It was noted that the right ventricular (rv) lead showed a decrease in r waves, increased capture thresholds and a slight decrease in impedance. The patient's rv lead was found to have dislodged. During a procedure to address the rv lead, it was noted that the right atrial (ra) lead dislodged. The ra and rv leads were revised. A new ra and rv lead were inserted into the existing implantable cardioverter defibrillator (ICD). The new ra lead successfully connected but the new rv could not be connected into the ICD header. The existing ICD was explanted and replaced. The patient was stable before, during and after the procedure.